Event description:
It was reported that during a surgery it was observed that the surgeon could not get burr/cutter device to "work". According to the report, the physician used another device to finish the operation. It was unknown if there were any delays to the surgical procedure. It was unknown if injuries or medical intervention were reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.